Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump¿s housing split along the seam while the user removed it from its sleeve to charge, after which the device would light when the button was pressed but the display remained blank, indicating a bonding failure of the display assembly. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and analysis of information provided by the user or third party. Investigation of this case revealed stress-related damage consistent with a loss of or failure to bond affecting the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.